Manufacturer narrative:
Evaluation summary: a review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure. The stapler was chewing the stapler during the firing. There was no patient injury.